Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Customer reported that the shunt touched to iris after the surgery. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The sample was not returned as it has remained in the patient's eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Previous similar complaints report that such an event is transient, does not cause harm to the patient and, as is in this case - the shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris. Rhegmatogenous retinal detachment was noted and the patient was introduced to the hospital. A vitrectomy was performed.